Event description:
Stent was placed after dilation of malignant esophageal stricture in mid esophagus. After the stent placement, pt started complaining of chest pain and pain continued until she was admitted to hosp on 5/24/96. During this period she developed hoarseness, cough and shortness of breath. Cat scan and barium swallow revealed esophago-tracheal fistula secondary to the erosion of open end wired in the proximal cup of the stent. Pt also had mediastinitis and was treated with antibiotics. Later she was transferred where she underwent bronchoscopy and esophagoscopy and had wires of the stent eroding the lumen were visualized.